Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device cable inside was damaged by stress, which was applied to the insertion tube, causing the monitors to not display any picture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to multiple dents on the insertion tube, causing a restriction in the channel when passing the forceps. Due to this restriction, the scope also did not meet the standard for the brush passage. It was observed that switch 1 and 4 was not working. It was also observed that there were scratches on the grip. Lastly, low angulation was observed in the down direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera bronchofibervideoscope is not showing a picture on either monitor, after trying on two different towers. There was no patient/user harm or injury reported due to the event.